Manufacturer narrative:
This report has been submitted by the importer under this MDR report number 2429304-2024-00076. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The company representative reported to olympus on behalf of the customer that during hysterectomy, two ultrasonic surgical devices' jaw and tip fell off and was retrieved. There were no reports of patient or user harm associated with this event. This report is related to patient identifier (B)(6).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been less than 1 year since the subject device was manufactured. Based on the results of the investigation, the reported incident was likely caused by the following mechanism: 1. An excessive force (in the direction for opening) was applied to the grasping section. This caused the grasping section to detach from the shaft. 2. Since a force (in the twist direction) was applied to the detached grasping section, the distal end of the inner pipe broke. As a result, the grasping section fell off. The event can be detected/prevented by following the instructions for use (IFU) which state: when inserting the thunderbeat into or withdrawing it from the trocar tube, gently hold the control handle and make sure that the grasping section is closed. If the thunderbeat is inserted or withdrawn with the grasping section open, the probe tip/grasping section may become damaged, or it may become impossible to withdraw it from the trocar.¿ ¿should any crack, scratch, deformation, split, protrusion, or partial separating be observed on the probe tip, grasping section, tissue pad, shaft, the surface of the transducer, transducer cord, or transducer plug, do not use them and replace the damaged instrument or the transducer with a spare. Using a damaged device may cause burns due to abnormal output or high-frequency (rf bipolar) current leakage or breakage of the probe tip, the tissue pad, and the grasping section.¿ this supplemental report includes information added to h4. Olympus will continue to monitor field performance for this device.